Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00632, 0001822565-2019-00633. Implant date was sometime in 2005. Concomitant medical products: unknown nexgen femoral. Unknown nexgen tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain and aching approximately 14 years post right total knee arthroplasty. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.